Event description:
Hamilton medical ag (hmag) has received the following event description: "a. M. * 06.12.22, 29+3 weeks' gestation on the 5th day of life was on the mini-CPAP at the time. After the supply round at around 10:30 p.m., a puddle of water was noticed on the floor under the leonie's heating, a contact (left) was red and gave an alarm, then the heating chamber was correctly attached and checked again, then the alarm stopped and the heating was on set at a temperature 35/37 degrees. A malfunction could not be seen. Around 11 p.m. The child became extremely restless, and severe burns were found under the nose and in the mouth, the neck was also red and scalded. Extremely hot condensation water + air came over the CPAP, which led to scalding. The heating showed at this time 32 degrees. The child required protective intubation tonight as a result of the scalding. We left the leonie as it is and did not disarm it. An incident report on medical device safety has been issued."

Manufacturer narrative:
In this incident, h900 humidifier was used with leoni plus (löwenstein medical). Log files of the leoni plus have been received. Further information regarding the patient outcome has been asked to the hospital. H900 humidifier and the circuit set have been requested. Investigation has been initiated and ongoing.

Event description:
Hamilton medical ag (hmag) has received the following event description: "a. M. (B)(6) 2022, 29+3 weeks' gestation on the 5th day of life was on the mini-CPAP at the time. After the supply round at around 10:30 p.m., a puddle of water was noticed on the floor under the leonie's heating, a contact (left) was red and gave an alarm, then the heating chamber was correctly attached and checked again, then the alarm stopped and the heating was on set at a temperature 35/37 degrees. A malfunction could not be seen. Around 11 p.m. The child became extremely restless, and severe burns were found under the nose and in the mouth, the neck was also red and scalded. Extremely hot condensation water + air came over the CPAP, which led to scalding. The heating showed at this time 32 degrees. The child required protective intubation tonight as a result of the scalding. We left the leonie as it is and did not disarm it. An incident report on medical device safety has been issued."

Manufacturer narrative:
Hamilton medical ag received further information from the hospital: the neonate was intubated for 5 days following the incident, after which the patient was extubated. No further treatment of the burns was necessary. The burns covered around 5% of the neonate's body surface (under nostrils, mouth area, chin, and side of the neck). The burns were classified as 2a, except for a 1mm x 2 mm area which was classified as 2b. According to the initial event report, hot water ran out of the patient interface. A nasal oxygen cannula ( neotech ram cannula®) was used as patient interface during the incident. The neonate was placed in an incubator set to 32°c at a relative humidity of 63% the unheated inspiratory limb extension was not used. The temperature sensor was therefore inside the incubator. The hamilton-h900 was used in the noninvasive mode during the incident. The chamber exit temperature was set to 35°c with a temperature gradient of +2°c. In addition, the expiratory temperature increase was activated. On december 20, 2022, the rgas (returning good authorization) arrived at hamilton medical ag. The package was in a good state upon arrival and the goods were adequately packaged. The breathing set was decontaminated using ozone treatment before analysis. The h900 was delivered with a damaged left connector. Missing wall between pins 5 and 6. Contamination inside the connector. The hospital did not notice the defects on the connector and did not know, how they could have occurred. The h900 housing had multiple damages, which point to an impact such as a fall. Scratch marks on the top left of the housing. Broken off "foot" at the back of the device. Scratch marks. These damages are not visible on the images of the h900 taken by the technician at the hospital. The technician confirmed that the damages of the housing of the h900 was not noticable, when it was inspected. We conclude that an external force acted on the h900 (i.e a fall) between its departure from the hospital and its arrival at hamilton medical ag (i.e. After the incident). The service sticker placed over a screw needed to take the h900 apart was previously removed and reattached. After consulting with the technician, we found out she opened the device after the incident. According to her, the damages on the housing and the sensor board occurred after she inspected the device. A first check showed that the h900 can be turned on and all buttons functioned normally. There was a constant water level high alarm when turning the chamber on, even when no chamber was inserted. When shaking the h900, it was heard components moving around inside the h900. The breathing circuit was still connected upon arrival. The pressure line was connected to the swivel y-piece. We found a greenish deposition (most likely verdigris) on the third pin of the hec of the short tube. The tubes themselves were in good condition. No kinks or other damages were visible. There was still some water in the returned water chamber. The floater was deformed. A closer look at the pictures from the hospital, showed that the floater was already bent at that time. The floater was bent in such a manner, that the plunger was pushed upward, closing the refill line opening permanently. This indicates the temperature inside the chamber was abnormally high at some point. Connecting the refill line to a water reservoir further showed, that there was a leak at the refill line connection. This is congruent with the water puddle below the h900 reported by the hospital. Nothing abnormal was found in the leoni expiration valve. The filter was filled with water upon arrival. Unfortunately, we cannot say for certain if this water spilled from the water chamber during transport or if it was already wet in the hospital. A single use flowsensor from löwenstein medical (art. Nr. 0217115/10) was used. No abnormalities were visible. The returned hamilton-h900 humidifier and hamilton-bc8010 breathing circuit were evaluated and tested in different scenarios and compared to reference parts. Following scenarios were tested: (1) tube resistance. (2) h900 pin resistance. (3) negative temperature coefficient (ntc) sensor. (4) lightguide functionality. (5) setup as described by the hospital. (6) bent floater. (7) overfilled chamber. (8) water in tubes. (9) software. During the investigation of the complaint several issues were observed: >h900 (rga 84225): scratches on the housing. · most likely post incident. · does not influence the functionality of the h900 detached sensor board. · most likely post incident. · water level detection does not work. · constant water level high alarm broken pin separator. · no influence on tube recognition or temperature measurement read out deposition in pins. · no change in resistance of pins. · no influence on tube recognition or temperature measurement read out >breathing circuit (tubes) (rga 84226). Small amounts of deposition/dirt. · resistance values of tube within specification, no influence on temperature measurement read out. > breathing circuit (chamber) (rga 84226) deformed floater. · blocks the refill mechanism, danger of running dry (alarm, heating power lowered). · high (water) temperatures needed inside chamber to deform floater leaky water line. · danger of chamber running dry (alarm, heating power lowered). However, none of the tests performed could explain the high temperature at the patient interface. When connecting the breathing circuit as the hospital described, we were unable to reach temperatures high enough to reproduce the issue. Since we could not replicate the complaint incident with the complaint products and setup, we investigated other possible ways to provoke high interface temperatures. The "issue" with most setups was that since both the ntc sensor at the y-piece as well as the infrared temperature at the chamber exit functioned normally, one or both sensors would trigger an alarm and immediately switch off the heating as soon as the temperature exceeded the allowed value. The only setup found where both sensors could be "tricked" was reverse flow. Reverse flow test: a state similar to the one described in the complaint could only be provoked by switching the expiratory and inspiratory tube connection at the ventilator and then reconnecting the tubes correctly after a while. If someone accidently plugs the expiratory tube into the inspiratory ventilator port and the short tube of the inspiratory limb (including filter) into the expiratory port, high water and air temperatures would be generated in the water chamber. The patient would receive unheated, dry air. The ntc sensor at the proximal end of the inspiratory tool registers a mix of the cool air coming from the machine and the air exhaled by the patient. Since only the temperature sensor at the side of the inspiratory tube where cool air flows in is read out, the heating plate continuously increases its power to reach the set chamber exit temperature. As a result, the water inside the chamber reaches temperatures high enough to deform the floater in the same way the complaint floater was deformed. The hot humidified air is carried through the short tube to the filter and expiratory valve. The water would condense in the unheated tube and the filter, where water would accumulate. This matches the wet filter we received in the rga. If someone was to notice the incorrect connection and quickly switch tube connection on the ventilator, the flow would reverse. If the switch is completed quickly, the ventilator does not detect a disconnection. The hot air which previously accumulated inside the chamber would be carried to the patient. With the low flow rate used in neonatal therapy and the relatively high heat capacity of water, it would take a long time for all the excess heat to have emptied out of the chamber, even if the plate immediately stops heating. This means that the temperature at the patient interface is sufficiently high to scald over a period of several minutes. As a conclusion despite the several tests we did, we could not reproduce the incident except with the reverse flow test. Since the issue could only be reproduced in reverse flow test, it is assumed that in this incident the expiratory and inspiratory tube connection were switched at the ventilator and then the tubes were reconnected correctly after a while by the user. This is the most likely root cause of the incident based on the analysis performed. Please not that the correct connection of the tubes are described in the hamilton-h900 user manual : 1.4 general operation and setup. Warning: before using the humidifier on the patient, verify that the breathing circuit is correctly connected to the ventilator as follows: - the blue inspiratory limb is connected to the to patient inspiratory port. - the white expiratory limb is connected to the from patient expiratory port. 1.5 breathing circuits and water chamber. Warning: failure to correctly connect the breathing circuit to the ventilator can injure the patient. In the IFU of hamilton-bc8010 breathing circuit set, we show the set up of the tubes in "breathing circuit diagram".